Event description:
A customer reported that the adc device would not power on with button press or strip insertion. Due to this issue, the customer was unable to obtain readings and experienced symptoms described as "agitation, did not eat" and seizure. The customer was treated by a non-healthcare professional who administered baqsimi (glucagon nasal powder) and provided cereal to eat. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed and observed reader to be damaged due to use related issue. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. Due to this issue, the customer was unable to obtain readings and experienced symptoms described as "agitation, did not eat" and seizure. The customer was treated by a non-healthcare professional who administered baqsimi (glucagon nasal powder) and provided cereal to eat. There was no report of death or permanent impairment associated with this event.